Manufacturer narrative:
The network cable was unplugged and re-plugged, and the device was okay and worked. Information was requested on the report of "no alarm", however, no further information was provided regarding the "no alarm" issue. Based on the information available and the testing conducted, the cause of the reported "no alarm" problem was not determined. The reported problem was not able to be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that there was a network loss and no alarm. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips remote service engineer (rse) was unable to complete a log export successfully; therefore, it was difficult to identify the exact cause of the error. However, the rse noted that the pic ix had restarted several times. The origin of the problem seemed undetermined at this stage and may be related to either the network or the application. The rse recommend the customer biomedical engineer (biomed): ¿ replace the network cable, ¿ check the wall socket, ¿ check the connections at the switch. The network cable was unplugged and re-plugged, and the device was okay and worked. At the same time, the rse sent the biomed the last revision of the software (b.02.18) with the corresponding procedure. Further information has been requested, regarding the "no alarm" issue.